Event description:
The pump was returned for service with the report "shuts off by itself". Information was not provided regarding whether or not the device was in use when the reported situation occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.